Manufacturer narrative:
(B)(4). Results of investigation: carefusion was able to duplicate the customer¿s reported issue. Carefusion performed the 02 enrichment test from general checkout and the unit failed the o2 blending. Carefusion also performed the advanced fio2 test; testing revealed solenoid 1 was below the required passing specifications. Internal inspection revealed the solenoids 1 on o2 blender was loose to the touch. Carefusion installed a good known o2 blender and the ventilator passed the o2 enrichment test from general checkout.

Event description:
It was reported by the customer that the ventilator has low oxygen blending readings. When the unit is set to 60%, it is only reading 51%.